Manufacturer narrative:
B5: information added.

Event description:
It was reported that asystole occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 35mm watchman flx pro closure device was inserted, deployed, and released in the laa. Following closure device release, protamine was administered while checking for an effusion with the ice catheter positioned in the right ventricle. At that time, the patient developed asystole. Chest compressions were initiated, and temporary pacing was provided. The patient did not recover their baseline rhythm without pacing support. The procedure was concluded and the patient was immediately scheduled for placement of a biventricular permanent pacemaker. Post-event ice imaging confirmed the closure device remained stable and undisturbed. The patient is expected to fully recover. It was further reported that patient successfully received a permanent pacemaker, and was discharged. In the physicians opinion, he mentioned he may have bumped the atrioventricular (av) node with the ice catheter when checking for an effusion, and the patients underlying rhythm usually returns when that happens, yet this patients rhythm did not.

Event description:
It was reported that asystole occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 35mm watchman flx pro closure device was inserted, deployed, and released in the laa. Following closure device release, protamine was administered while checking for an effusion with the ice catheter positioned in the right ventricle. At that time, the patient developed asystole. Chest compressions were initiated, and temporary pacing was provided. The patient did not recover their baseline rhythm without pacing support. The procedure was concluded and the patient was immediately scheduled for placement of a biventricular permanent pacemaker. Post-event ice imaging confirmed the closure device remained stable and undisturbed. The patient is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350, batch # 0036520113. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (asystole) (permanent pacemaker implanted, resuscitation) (additional device required). Risk review: a risk review was completed and confirmed that the event of arrhythmia (asystole) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that asystole occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 35mm watchman flx pro closure device was inserted, deployed, and released in the laa. Following closure device release, protamine was administered while checking for an effusion with the ice catheter positioned in the right ventricle. At that time, the patient developed asystole. Chest compressions were initiated, and temporary pacing was provided. The patient did not recover their baseline rhythm without pacing support. The procedure was concluded and the patient was immediately scheduled for placement of a biventricular permanent pacemaker. Post-event ice imaging confirmed the closure device remained stable and undisturbed. The patient is expected to fully recover. It was further reported that patient successfully received a permanent pacemaker, and was discharged. In the physician's opinion, he mentioned he may have bumped the atrioventricular (av) node with the ice catheter when checking for an effusion, and the patients underlying rhythm usually returns when that happens, yet this patient's rhythm did not.